Event description:
Conmed vcare uterine manipulator balloon popped and inverted over the end of the device. This, in turn, caused the green plastic cup of the device to come off in the pt. The blue plastic cup also slid off as the device was being removed from the pt. Reason for use: robotic laparoscopic hysterectomy.